Manufacturer narrative:
The event unit will not be returning to applied medical for evaluation. A follow-up report will be submitted upon completion of the investigation.

Event description:
Procedure performed: ni. Event description: the event date is unknown. The doctor says that sometimes the lateral thermal dispersion is very high. His opinion is about other ol surgeries. But I is important to be clear that the hospital decides to sterilize the device to be reused. Additional information received by applied medical representative: in the email conversations you can see at the beginning that the doctor wanted to inform you that in some surgery prior to this one he remembered that he did not like the cut and it seemed insufficient. (The following paragraph is a copy of that previous email) I confirm that the surgeon wanted to state that there was no blade failure in that surgery, as he writes in p16. Although he wanted to report that in some cases the blade doesn't cut, and that's why he responds like this in p18. We are in a hospital case where they sterilize single-use materials.it is the reason why we cannot transmit documentation to initiate a cer. Additional information received by applied medical representative on (B)(6) 2022 : I do not know the sterilization methods used in the hospital. I am aware when I find material in sterilization packages and not in the original applied medical containers. I think they have not contracted a third company for this, and it is the hospital's own personnel who carry out these actions. On (B)(6) 2022 . I can see our devices and those of our competitors in non-original packages in the warehouses of the same operating room floor. Answered in question number 3. The materials are for single use. Are compromising the health of patients. I make them see that it is dangerous and they could have complications due to damage to patients. They risk the health of patients. The same day they tell me that they have a computer platform for registering people in the hospital. And that from now on it is mandatory to be authorized in that registry to carry out tm work in the hospital. The risk prevention department is working on this to be able to present the documentation they ask for. Additional information received by applied medical representative on (B)(6) 2022 : no one in the hospital would tell if the device involved with the attached complaint has been sterilized. Therefore, no one would tell how many times the device was sterilized if indeed the device was sterilized. Unknown lot number. Additional information received by phone from applied medical representative on (B)(6) 2022 : name of procedure hysterectomy is to be removed as the doctor's comment: "the doctor says that sometimes the lateral thermal dispersion is very high. His opinion is about other ol surgeries." Was not related to a hysterectomy procedure. This comment was related to the doctor¿s opinion with regards to previous surgeries. Information from survey: tissue burned by lateral thermal dispersion in another vaginal hysterectomy in another day. He thinks that the heat dispersion is sometimes very high. Type of intervention: ni. Patient status: nothing happened.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. This event was initially reported based on the description of the event. However, based on further examination of the event description, applied medical determined that this event is not reportable as it is unlikely to cause or contribute to death or serious injury.

Event description:
Procedure performed: surgeries. Event description: the doctor says that sometimes the lateral thermal dispersion is very high. His opinion is about other ol surgeries. But I is important to be clear that the hospital decides to sterilize the device to be reused. Additional information received by applied medical representative: in the email conversations you can see at the beginning that the doctor wanted to inform you that in some surgery prior to this one he remembered that he did not like the cut and it seemed insufficient. (The following paragraph is a copy of that previous email) I confirm that the surgeon wanted to state that there was no blade failure in that surgery, as he writes in p16. Although he wanted to report that in some cases the blade doesn't cut, and that's why he responds like this in p18. We are in a hospital case where they sterilize single-use materials. It is the reason why we cannot transmit documentation to initiate a cer. Additional information received by applied medical representative on 31oct22: I do not know the sterilization methods used in the hospital. I am aware when I find material in sterilization packages and not in the original applied medical containers. I think they have not contracted a third company for this, and it is the hospital's own personnel who carry out these actions. On september 15, 2022. I can see our devices and those of our competitors in non-original packages in the warehouses of the same operating room floor. Answered in question number 3. The materials are for single use. Are compromising the health of patients. I make them see that it is dangerous and they could have complications due to damage to patients. They risk the health of patients. The same day they tell me that they have a computer platform for registering people in the hospital. And that from now on it is mandatory to be authorized in that registry to carry out tm work in the hospital. The risk prevention department is working on this to be able to present the documentation they ask for. Additional information received by applied medical representative on 4nov22: no one in the hospital would tell if the device involved with the attached complaint has been sterilized. Therefore, no one would tell how many times the device was sterilized if indeed the device was sterilized. Unknown lot number. Additional information received by phone from applied medical representative on 9nov22: name of procedure hysterectomy is to be removed as the doctor's comment: "the doctor says that sometimes the lateral thermal dispersion is very high. His opinion is about other ol surgeries." Was not related to a hysterectomy procedure. This comment was related to the doctor's opinion with regards to previous surgeries. Information from survey: tissue burned by lateral thermal dispersion in another vaginal hysterectomy in another day. He thinks that the heat dispersion is sometimes very high. Additional information received by applied medical representative on 2dec22: the doctor meant that the burned tissue came from adhering tissue from previous seals. In the jaws, continuing with other seals, the tissue burned attached to this part of the device, without damaging the following seals. That is why bedsores formed in the jaw and not in the patient. A new surgical action is not required because there was no damage to the patient. Additional information received by email from applied medical representative on 7dec22: p19: quemadura piel por transmisión en histerectomía vaginal. P19 translation: skin burn by transmission in vaginal hysterectomy. P20: transmisión de calor. P20 translation: heat transmission. Applied medical representative's response on 9dec22: I have nothing more to add. I hope everything is clear. Type of intervention: a new surgical action is not required because there was no damage to the patient. Patient status: nothing happened.